Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery a drill bit was being and a nail snapped at the stepped junction of the reamer. The trocars were removed and then blunt dissection completed and reinserted. The second stepped reamer (same code) from the set was used and was hitting against the drill bit tip (insitu) and reversed the fluting on the reamer. Only the distal screw in the proximal segment was filled with a 6.5mm hip screw. The drill tip could not be retrieved from patient¿s femur after a reported 20 minute surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broken drill bit is stuck in the patients femur, it is not likely that it will be able to migrate in the future. Less suboptimal fixation / stability using 1 hip screw rather than 2. Both reamers have been damaged, 1 broken tip, the other due to reversed fluting.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.